Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the power is charging, the ac and battery led always flash. No patient involvement.